Event description:
Complaint alleged that the pt in medsurg room was able to place nurse call with response not heard in expected location. No injury alleged.

Manufacturer narrative:
Technician found that the communication cable was not connected. Reconnected communication cable and tested functions to resolve this issue.